Event description:
Patient developed multiple ICD discharges due to noise oversensing. Lead malfunction confirmed at operation. Pre existing history of same problems with this type of lead (medtronic sprint fideus - active fixation).